Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on june 29, 2021, with lot number 1400607. Analysis of the returned device identified: opening on anterior, crease flat and black particles inner the shell. Microscopic analysis was performed which identified: puncture opening on posterior, sharp opening on valve bond edge and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured assessed as surgical damage like consist in the use of some surgical tool. A sharp opening on valve bond edge assessed as an unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device was explanted.